Event description:
It was reported that during an abdominal hysterectomy procedure while using the device, the active blade broke. No piece fell into the pt. There were no error codes displayed. They completed the procedure with a new like device. There was no pt consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.